Event description:
This report cites three incidents of leaking sets during chemotherapy (5fu) treatment. Each incident is associated with a single device catalog number. The three devices were from three different lot numbers and only one lot number has been identified. Each incident occurred with the same pt during a three week period. The incidents were reported to the MFR by a single distributor. The distributor has not identified the hosp that reported the malfunctions. There is no report of injury to the pt.